Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Pump received with scratched lcd window, crack reservoir tube lip, crack on reservoir tube window and reservoir tube and crack on battery tube threads.

Event description:
The customer's spouse reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 105 mg/dl. Troubleshooting was performed. The device was returned for analysis.